Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the error e315 was displayed sporadically when connecting an evis exera iii series endoscope to the olympus, model clv-190 device; the cause was assigned to corroded output socket terminals. Additional evaluation findings are as follows: control printed circuit board failure, causing scope detection malfunction; non-olympus lamp found installed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus error codes 310-329. There was no patient injury, associated with the problem, reported to olympus. Upon evaluation of the device, returned to olympus for repair, it was determined error e315 occurred. This report is submitted due to the error e315 that occurred during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the legal manufacturer¿s investigation, a faulty control pcb (control board) was confirmed. Therefore, it was determined that the reported phenomenon ¿scope detection does not work properly¿ occurred because the video function did not work properly due to a faulty control pcb. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.